Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a pocket hematoma that required draining. The hematoma was drained and the pocket was revised. There was no infection noted. It was noted that physician believes the patients medical history were contributing factors. The device remains in use. No patient complications have been reported as a result of this event.